Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error with their insulin pump. It was reported that the customer was trying to conduct rewind when they received the alarm. It was also stated that a motor error alarm was found in the device's history. The customer's blood glucose level at the time of incident was normal. The device was found to be out of warranty and is not being returned or replaced.